Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with their general practitioner on (B)(6) 2026 with an abscess that developed at the infusion site (arm) while wearing the pod between 37 and 48 hours. The patient reported that the site was red, swollen and painful. The patient visited their general practitioner on (B)(6) 2026 and also attended a follow up appointment on (B)(6) 2026. The patient was prescribed unspecified antibiotics as treatment; it was reported that the abscess improved following administration with antibiotics and did not require incision.